Manufacturer narrative:
The reported event of ¿a significant drop in the ventricular lead impedance was observed¿, ¿complete loss of capture¿ and lead body damage were confirmed. A complete lead was returned in one piece. Visual inspection found that both the inner and outer insulations were damaged, and the inner and outer coils were crushed at the middle region of the lead consistent with clavicular crush damage. The cause of the reported event was due to clavicular crush damage.

Event description:
It was reported that the patient presented in clinic for a follow up. Upon device interrogation, the right ventricular (rv) lead was noted to exhibit significant drop in pacing impedance and a complete loss of capture. The rv lead insulation was found to be damaged, which was confirmed via chest x-ray and visually by the physician. The rv lead was explanted and replaced. The patient was in stable condition.